Manufacturer narrative:
Date sent to the FDA: 08/17/2007. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Customer reported that the device failed to drain. The patient developed a seroma and was returned to surgery for drainage and device removal.